Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and successfully implanted. There were no complications that occurred during the procedure. Post procedure it was noted that the closure device had embolized out of the laa and into the aorta. The closure device was successfully removed from the patient and there were no patient consequences that were reported to have occurred.